Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the er320 device formed malformed clips. The clip applier came from a clip applier kit. 7/21/1998 another er320 was pulled to complete the case. There was no consequence to the pt.